Event description:
Healthcare professional reported right side "discontinuity of the capsule," "free fluid," and "mastalgia." "Oval hypoechographic nodule of 3.6 mm, breast fibroadenomas," and "breast cysts" were also reported and deemed not device related. The device has been explanted.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "discontinuity of the capsule;" "free fluid".